Event description:
It was reported that during an intra-operative surgery, the surgeon did a physical inspection of a drill bit and drill stop at the facility. The surgeon noticed that the drill stop was slipping. The drill stop was not used. The procedure was completed successfully. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.